Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller card was replaced. The system was then found to be operating as intended.

Event description:
The customer reported intermittently the system failed to display an image on the left monitor. No pt injury was reported.